Event description:
It was reported that a patient presented with post-paced t wave over-sensing noted on the patient's implantable cardioverter defibrillator. The over-sensing caused inhibition of pacing. Corrective programming changes were made. The patient was stable throughout.